Event description:
This report was received by global pharmacovigilance and is a spontaneous report by a nurse from (B)(6) of peritonitis in a male patient (B)(6) coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd2 ambuflex (dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unknown date, the patient was diagnosed with peritonitis which resulted in hospitalization on (B)(6) 2010. Treatment for the event was not reported. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient was discharged from the hospital. At the time of this report, the patient was recovering. Therapy with dianeal was ongoing. The nurse stated that the event of peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause for the reported condition of peritonitis was undetermined: no device malfunction or use error was identified. A batch review was conducted for the potentially associated lot numbers (h10c03048, h10g26065) and there were no exceptions during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis event.a follow-up report will be submitted if additional information becomes available.